Event description:
This patient had a sling procedure performed in 2001. The patient had been complaining of symptoms of an overactive bladder and pain since the original procedure. The notes supplied by the original physician stated that the patient had granulation tissue of the vagina, which had been treated wtih silver nitrate. The pain had also been adressed with some un-named uretheral suppositories. A second physician saw the patient at the prior month and found an area of visible mesh in the vagina to the right side of the midline. The physican also performed a cystoscopy and noted that tape was present in the bladder. In 2002, the physician performed an exploratory procedure using an abdominal/vaginal approach. Upon opening the bladder she found the tape on the right side lateral to the urethral opening just above the urethral-vesicle junction. The physician removed the tape. Upon further exploration physician found an additional piece of mesh on the left. This was also removed. Both had entry and exit sites indicating the probability that the tape was passed through the bladder during the original procedure and was not a result of erosion.